Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed on how to reboot the system. The system did reboot and operates as intended.

Event description:
The customer reported that the system would not boot up and displayed a message requesting that a system disk be inserted. No pt injury was reported.